Manufacturer narrative:
The reported field event was confirmed in the laboratory. Analysis found the insulation cut at 13.4cm from the connector pin. One of the rv cables was melted and the other cable was partially melted in the same area. This damage is consistent with the lead arcing to the ICD can during high voltage therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, the shock impedance was not measurable. Review of the tachy episodes showed a message for hv lead impedance out of range and a possible output circuit damage. Lead damage suspected.